Manufacturer narrative:
Additional information: three onyx frontier coronary drug eluting stents were implanted in a lesion with severe calcification and 80% stenosis pre intervention. It was noted that the guide caused injury to the rca. The 3.0 x 26mm onyx frontier stent was implanted in the proximal lesion, the 3.0 x 22mm onyx frontier was implanted in the mid lesion and the 3.0 x 8 mm onyx frontier stent was implanted in the distal lesion. The percutaneous coronary intervention was intravascular ultrasound (ivus) guided. Notes from the previous procedure did not indicate that any of the onyx frontier stents had been under expanded. A non mdt 3.25 x 15 mm drug eluting stent was placed in the restenosis of the previously deployed 3.0 onyx frontier stents. Timi 3 flow was observed post intervention. Device size provided. Correction: implant date (month and year valid). In the reintervention, the non mdt stent was deployed to 3.5mm diameter. Restenosis was also noted in one of the three onyx stents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three onyx frontier coronary drug eluting stents were implanted. During the procedure a dissection of the ostium right coronary artery (rca) occurred which was treated with one of the onyx frontier stents. The patient had complained of not feeling right immediately after procedure, however this was said to be due to the difficult case. Approximately seven months post implantation the patient complained of ongoing fatigue, tightening of chest, and vomiting since the index procedure. Another diagnostic cardiac catheterization was performed. It was reported that the rca was occluded in one of the previously deployed stents. It was stated that the onyx frontier stent was originally 3.0mm diameter and was thought to be under-deployed via intravascular ultrasound (ivus). The occlusion was treated with a 3.5mm diameter non-medtronic stent, implanted in one of the onyx frontier stents. The patient was released home the next day with no current sequelae. No further patient injury was reported.